Event description:
It was reported that the nurse stated they received an alarm that said to turn off the arctic sun device for 30 seconds and then turn back on. Nurse wanting to make sure the device was okay to continue using. Walked nurse to accessing event log, the most recent alarm was 80 (non-recoverable system error the control processor failed to detect a simulated water temperature fault). There was also an alarm 113(reduced water temperature control) from 0700 that morning. Confirmed with nurse the alarm 80 was a non-recoverable alarm. They recommend rebooting the device as long as the alarm did not persist, they could continue therapy. Nurse had already resumed therapy, water flow rate (wfr) was 0.3 l/min. Discussed alarm 113 and water flow rate (wfr) correlation to heater capacity. Had nurse stop, empty pad, and disconnect. Nurse confirmed all tubing was straight with no kinks or bends. Instructed nurse to reconnect with proper technique. Nurse resumed therapy, after a few minutes water flow rate (wfr) was 0.4-0.6 l/min. Had nurse stop therapy, empty and disconnect the pad. Walked nurse through placing device in manual control. Without the pad water flow rate (wfr) was 2.5 l/min, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 67 percentage, system hours were 5,460, and pump hours were 5,155. Had nurse reconnect pad, suggested connecting to a different port on the fluid delivery line (fdl), water flow rate (wfr) was 1 l/min, inlet pressure (ip) was -3.9psi, circulation pump command (cpc) was 100 percentage. Walked nurse through disabling manual control and resuming therapy. Explained the circulation pump was working extremely hard to generate a negative pressure but was not adequate for therapy, it was likely going out. Suggested if they have another machine, to swap to it. With the lower flow rate, the device will have a hard time and may not be able to rewarm the patient or warm the water if the patient drops below target. Nurse will look for another machine and call back if needed. Unable to get serial number before nurse hung up. Per follow up information received via phone on 25nov2024, it was reported that spoke with nurse, who said their team and nurse educator had reviewed this file to discuss the different alarm types and troubleshooting tips. Based on their discussion noted. They said they also found an alarm 45(ac power lost), which was due to hospital power loss, alarm 03(water reservoir low) after the power loss which was resolved after powering the device back on and emptying the pads, alarm 14(patient temperature 1 probe out of range) after the patient soiled themselves and dislodged the rectal probe, alert 01(patient line open), the fdl was unplugged in addition to pads while patient was cleaned and was not plugged back in at the restart of therapy. Fdl reattached to resolve issue, alert 113, which also occurred with the alert 01. They think this was also related to the fdl reattachment; alert 80 (non-recoverable system error the control processor failed to detect a simulated water temperature fault), which was resolved with reboot. They said the alert 80 happened twice during therapy, at different times. Stated they were unsure what the sn of the device might have been or if it went in for servicing, but the nurse manager may have it on the patient file.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. They think this was also related to the fdl reattachment; alert 80 (non-recoverable system error the control processor failed to detect a simulated water temperature fault), which was resolved with reboot. They said the alert 80 happened twice during therapy, at different times. Stated they were unsure what the sn of the device might have been or if it went in for servicing, but the nurse manager may have it on the patient file. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they received an alarm that said to turn off the arctic sun device for 30 seconds and then turn back on. Nurse wanting to make sure the device was okay to continue using. Walked nurse to accessing event log, the most recent alarm was 80 (non-recoverable system error the control processor failed to detect a simulated water temperature fault). There was also an alarm 113(reduced water temperature control) from 0700 that morning. Confirmed with nurse the alarm 80 was a non-recoverable alarm. They recommend rebooting the device as long as the alarm did not persist, they could continue therapy. Nurse had already resumed therapy, water flow rate (wfr) was 0.3 l/min. Discussed alarm 113 and water flow rate (wfr) correlation to heater capacity. Had nurse stop, empty pad, and disconnect. Nurse confirmed all tubing was straight with no kinks or bends. Instructed nurse to reconnect with proper technique. Nurse resumed therapy, after a few minutes water flow rate (wfr) was 0.4-0.6 l/min. Had nurse stop therapy, empty and disconnect the pad. Walked nurse through placing device in manual control. Without the pad water flow rate (wfr) was 2.5 l/min, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 67 percentage, system hours were 5,460, and pump hours were 5,155. Had nurse reconnect pad, suggested connecting to a different port on the fluid delivery line (fdl), water flow rate (wfr) was 1 l/min, inlet pressure (ip) was -3.9psi, circulation pump command (cpc) was 100 percentage. Walked nurse through disabling manual control and resuming therapy. Explained the circulation pump was working extremely hard to generate a negative pressure but was not adequate for therapy, it was likely going out. Suggested if they have another machine, to swap to it. With the lower flow rate, the device will have a hard time and may not be able to rewarm the patient or warm the water if the patient drops below target. Nurse will look for another machine and call back if needed. Unable to get serial number before nurse hung up. Per follow up information received via phone on (B)(6) 2024, it was reported that spoke with nurse, who said their team and nurse educator had reviewed this file to discuss the different alarm types and troubleshooting tips. Based on their discussion noted. They said they also found an alarm 45(ac power lost), which was due to hospital power loss, alarm 03(water reservoir low) after the power loss which was resolved after powering the device back on and emptying the pads, alarm 14(patient temperature 1 probe out of range) after the patient soiled themselves and dislodged the rectal probe, alert 01(patient line open), the fdl was unplugged in addition to pads while patient was cleaned and was not plugged back in at the restart of therapy. Fdl reattached to resolve issue, alert 113, which also occurred with the alert 01. They think this was also related to the fdl reattachment; alert 80 (non-recoverable system error the control processor failed to detect a simulated water temperature fault), which was resolved with reboot. They said the alert 80 happened twice during therapy, at different times. Stated they were unsure what the sn of the device might have been or if it went in for servicing, but the nurse manager may have it on the patient file.